Event description:
The dexcom g7 cgm is unreliable, prone to many false readings, and of inferior quality. Please visit the attached link, facebook page, to see how this costly device is harming many people, even sending them to the hospital, if not worse. (B)(6).